Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar incidents reported from this lot. The patient effects of mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A definitive cause for the reported unintended movement (clip failed to establish final arm angle) could not be determined. The reported tissue damage appears to be due to due to procedural circumstances. The reported mr was a cascading event of reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xtr clip is filed under a separate MFR number.

Event description:
This is filed to report the clip failed to establish final arm angle (efaa). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The pre-procedure mean pressure gradient was 4mmhg. The steerable guide catheter (sgc) was inserted and an xtr mitraclip delivery system (90715u204) was advanced. The leaflets were grasped, the mr remained 4+ and the gradient increased to 13 mmhg. Due to the increased gradient an attempt was made to remove the clip. The clip would not open, trouble shooting was performed, and the clip eventually opened and was removed. An ntr clip was to be used; during preparation of the ntr clip (90907u294), the clip failed to establish final arm angle (efaa) one time. Troubleshooting was performed, and the clip was fine; the same clip was continued to be used in the anatomy. The leaflets were grasped, mr remained at 4+ and the mean pressure gradient increased to 5-10 mmhg. The clip was not implanted and was removed. The mean pressure gradient returned to baseline. No clips were implanted, the procedure was aborted. Damage was noted to the posterior leaflet where grasping with both clips was performed. Although the mr grading scale does not measure greater than 4+, visually mr was more severe than when starting the procedure. It is unknown which clip caused the leaflet damage. The patient remained stable. After the case was aborted, a balloon pump was placed as precautionary measure; prolonging hospitalization until the patient could be seen by the cardiac surgeon for consult. The patient is being considered for surgery, but there is no scheduled date for surgery. No additional information was provided.